Event description:
The device was used during an unspecified procedure on the colon. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.